Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medical agency that the customer got a pump and sensor in 2016 and developed redness on their skin under the sensor. The customer's redness increased and turned into eczema which is now a lifelong condition on the customer. The customer was given duoderm to treat. The customer has not changed brands as they do not know what is in other products. The customer was wearing the sensor during the incidents. Troubleshooting was completed but did not resolve the issue. The sensors will not be returned for analysis.